Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported during the process of PICC tubing placement in the oncology department nurse had difficulty in feeding the extended guidewire along the tubing sheath and could not feed it in. After retrieving the tubing sheath, they found that the vascular sheath was splitting with curled edges on the anterior end. The catheter was placed smoothly after a timely replacement of an mst kit. (The tubing sheath was observed to be intact and free of splitting prior to delivery.)